Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that shocking was occurring intermittently after several falls. The patient fell and broke her pelvis. She had another fall where she fractured her skull. The skull fracture happened because she flipped backwards out of her wheelchair. The falls had occurred in 2015 or 2014. The patient had not checked their device with their patient programmer because the patient programmer would not connect with the implantable neurostimulator. There was poor telemetry and the device was not operational. This was not an out of box failure. Getting in and out of the car triggers the intensity. She would turn it off at night because the stimulation was too strong. The patient tried to lower the settings but could not because the programmer would not respond. All shecould do was turn it off with the charger. She cannot sleep on the left side and now she cannot walk with the stimulation on. The issues started occurring in 2015. The patient saw her health care provider regarding these issues about 2 months prior to the report, on (B)(6) 2016. The patient had also discussed it with a manufacturer representative. The issues had not been resolved as of (B)(6) 2016. The patient was in pain.

Manufacturer narrative:
The aware date has been corrected to (B)(6) 2016.

Event description:
Additional information was received from the manufacturer representative that reported that he had seen the patient sometime in (B)(6); however the manufacturer representative could not recall the patient specifically mentioning shocking or falling. The manufacturer representative had met with her as a referral for a separate device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.